Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue calibrating the code on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with metformin pills and (B)(6) 2014, after the start of the alleged issue, the patient claimed she felt symptoms of sweating, clammy and dizziness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through properly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.